Manufacturer narrative:
The initial reported event of infection was received on 2018-06-01. Of note the serious injury is normally submitted via an alternative summary report that would have been due on (B)(6) 2018. Information was subsequently received on 2018-06-25 and revealed "bacteremia." As this new information does not qualify for summary reporting, this report is therefore being submitted as a 30-day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) system was extracted due to bacteremia and lead vegetation was noted on the right ventricular (rv) lead via transthoracic echocardiogram (tte). The device and lead have been extracted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed, and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.